Event description:
It was reported a seizure occurred. A left atrial appendage closure (laac) procedure was performed. A watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 27mm closure device was successfully implanted in the laa with no issues. Later that afternoon, the implanting physician contacted the boston scientific (bsc) clinical representative to report that the patient had undergone computed tomography (CT) imaging, along with additional diagnostic testing, due to seizure-like activity. The physician stated that the cause of the symptoms was unknown and inquired about the safety and compatibility of performing magnetic resonance imaging (MRI) in a patient with a watchman device. No additional details regarding the patient's condition or the suspected cause of the symptoms were provided at that time. The bsc clinical representative provided MRI safety information from the device instructions for use (IFU). Subsequent MRI and CT imaging reportedly showed no abnormal findings. The physician indicated that the watchman device was not believed to be clinically significant to the event; however, stated that something associated with the procedure may have triggered the patient's seizure-like activity. The patient remained stable during the hospitalization and was discharged several days later without any further reported complications.